Event description:
Rn reports unknown quantity clearlink y-type blood sets in which pump has alarmed air in line and occlusion during patient use. Although requested, no additional information is available at this time. No patient injury has been reported.

Manufacturer narrative:
At the time this incident was reported, the samples involved were not available for evaluation.